Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was working normally during testing, and the downstream occlusion (dso) calibration was run, and it was successful. The most likely/suspected cause of the customer reported issue was that when running the dso recalibration a false error was given. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests, and software was updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not detected error. The device failed calibration. The event occurred during testing. There was no patient involvement, no patient injury was reported.